Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement test or verify the motion sensor test failure alarm due to the motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motion sensor test failure. Customer's blood glucose value was 200 mg/dl at the time of the incident. Customer stated that they were not able to rewind the insulin pump. Device will return device for analysis.